Event description:
Reportedly, pt expired after an implant in 2007 due to acute heart failure. Physician stated that pt's death not attributed to the device.

Manufacturer narrative:
Device not returned.